Event description:
The customer reported that after the call, when a new lifeband was installed, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer replaced the lifeband, but the issue persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. Unrelated to the complaint, the archive also indicated (ua) 02 (compression tracking error) as a result of the defective load cell modules. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed both load cell modules. The load cell modules need to be replaced to address the reported complaint. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).